Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Female. No further information is available. What are the name and date of index surgical procedure? The procedure name is unknown. The procedure date is (B)(6) 2021. What were the diagnosis and indication for the index surgical procedure? The exact procedure name was unknown but sp was used at department of gynecology. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. Was there any intraoperative concurrent use of other products? No further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used for hemostasis. No further information is available. Where was the surgicel used (on what tissue)? No further information is available. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? The patient has been recovered as of now and already discharged from hospital. Were cultures performed? If yes, results? No further information is available. Has any surgical or medical intervention been performed? There has been no surgical treatment as of now. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever and infection? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2021 and absorbable hemostat was used. After the malignant case surgery, infection occurred, and the patient was readmitted. It seemed that the absorbable hemostat was not washed off. There has been no surgical treatment as of now. The patient was discharged from the hospital as scheduled after using the product, but a few days later, the patient developed a fever and was readmitted. The fact that the absorbable hemostat did not absorb for two weeks may have increased the risk of infection. Additional information was requested.